Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The conmed representative reported on behalf of the user facility that during a procedure the metal driver of the y1802a y-knot flex bent and lodged into the patient's bone. All metal was retrieved. The procedure was completed with no reported surgical delays or patient injury. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
The complete device was not returned for evaluation; therefore, the reported failure could not be verified and a root cause cannot be determined. The used sutures were returned without the metal driver. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed no similar complaints for this product family and failure mode. In that same timeframe, (B)(4) units of this product family have been sold worldwide, making the rate of occurrence of this confirmed failure (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advises the user of the following. Preoperative and operative procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. Inspect instruments prior to use to ensure they are in good physical condition and function properly. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Maintain proper alignment during insertion of anchors and disengagement of drivers. Proper selection and placement of implants are important considerations in the successful utilization of these devices. This issue will continue to be monitored through the complaint system to assure patient safety.